Manufacturer narrative:
The product ID and lot number are unknown. As a result, the UDI could not be identified. The customer reported that the device was leaking. A device history record review could not be completed because the lot number is unknown. A sample was not returned for evaluation. However, as part of continuous improvements, a corrective and preventative action (CAPA) was issued for cross spike leaks. The root cause and all actions will be documented in the CAPA. This CAPA is now in the effectiveness review phase.

Event description:
The customer reported that the device was leaking.